Manufacturer narrative:
The broken screw was returned by the clinician along with 3 unused screws from the same lot. The minor pitch of the thread on the screws was measured and was within tolerance of the specification. Additionally, the three unused screws that were returned were subjected to a screw-in test into an appropriate challenge medium and did not break. This is the first complaint of this type.

Event description:
A titanium tenting screw sheared off along the shank of the screw while being inserted into the cortical bone of the posterior mandible. The portion of the screw that was left in the bone was then retrieved by means of creating an osteotomy that was slightly larger than the 1.5 mm diameter of the shank. The clinician believes that this osteotomy will heal in a similar way to the other cortical perforations that were being created as part of the surgical protocol being employed for the patient.